Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, critical information could not be read on the device's display. Zoll medical corp has not rec'd the device for evaluation and this complaint is still under investigation.